Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was not used, and a new one was implanted. The patient condition was stable.